Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed displacement test, self test and active current measurement test. Pump did not pass sleep current measurement test. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The pump was cut open and the electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, serial label damage, cracked keypad overlay, stained keypad overlay and minor scratches on lcd window. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. In summary, customers alleged charge/battery lasting less than expected was not confirmed during testing, however the alleged cosmetic damage located at the battery tube/threads were noted by visual inspection. No alarms or battery anomalies were found in the pump history file on/around the event date. Sleep current measurement test failure suspected to be in pcba 1 and pcba 2 found by using test boards to isolate each component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reduced battery life and had a crack on the back of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and the customer was advised to discontinue use and revert to a backup plan as per hcp instructions. No harm requiring medical intervention was reported. The product was replaced and returned for analysis.